Event description:
In october 2009, my insurance carrier advised me that they were transitioning to abbott laboratories glucose meters for diabetic monitoring supplies and that lifescan one touch products would not be available to the health plan members after january 1, 2010. I obtained an abbott laboratories free style meter and immediately started to compare my test results from both the free style meter, and the one touch ultra meter that I've been using for several years. The very first test result from the free style meter was 30 mg/dl higher than from the one touch meter. Successive tests continually show higher blood glucose readings from the free style meter than from the ultra meter. Checking the meter's accuracy with control solution showed that both meters were in the acceptable range. I contacted both companies and learned that the iso standard which the meters are supposed to meet allow a plus or minus 20% variation from the true glucose level in the test sample applied to the test strip, and that comparisons between meters are allowed to vary up to 30%. This difference in readings creates an unacceptable risk that medication taken because of erroneous data will cause life-threatening hypoglycemia. I've tested two models of each of these manufacturers meters and obtain the same kind of inconsistencies. In an attempt to accommodate this variation I've been collecting reading data from both meters with the intention of trying to determine a correction factor that could be applied to the readings to mitigate the risk. I have found that there is no consistency in the difference between values obtained from the meters. The differences between readings from both meters are inconsistent regardless of whether the readings are high or low. Since the numbers vary so erratically, I'm left with the quandary of not knowing how much medication to take because the meters are only source available for at home testing. Fortunately my pancreas is still producing insulin. However, taking more medicine than necessary as the result of believing an incorrect meter reading can lead to the pancreas ceasing to produce insulin which would leave me no alternative but to go onto injected insulin. An issue that may have some bearing on this is that recently meter manufacturers have eliminated the need to set a code in the meter to comply with the code on the test strip batch that's being used. Having to do this would indicate that test strip manufacturing lots vary and that changing the meter code accordingly adjusts the meter for variations between test strip batches. It's inconceivable to believe that there is no variation in test strip manufacturing, therefore, meters no longer require coding. I believe that the +/- 20% variation allowed from the standard is to some degree making up for test strip tolerances, thereby reducing meter costs, but offering a useless device to the diabetic pt. Note: glucose test readings given above were reformatted by this form. Provide me with an e-mail address and I'll forward data to you. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: type ii diabetes.